Manufacturer narrative:
Initial reporter phone: (B)(6). The initial reporter's information is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that a 6mmx15cm powerflex pro pta balloon was delivered to the lesion but it ruptured at 8 atmospheres (atm) at initial dilatation. It was removed from the patient and exchanged for another balloon (6x40mm aviator plus). The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for analysis. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An ipsilateral antegrade approach was made. After the lesion was crossed by a guidewire (chevalier, fmd), the powerflex pro was delivered to the lesion. However, it ruptured at 8 atm during its initial dilatation.

Manufacturer narrative:
Complaint conclusion during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, a 6mmx15cm powerflex pro pta balloon catheter (bc) was delivered to the lesion but it ruptured at eight atmospheres (8 atm) at initial dilatation. There was no patient injury reported. It was removed from the patient and exchanged for another balloon (6x40mm aviator plus). The procedure was finished successfully. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An ipsilateral antegrade approach was made. After the lesion was crossed by a guidewire the powerflex pro bc was delivered to the lesion. However, it ruptured at 8 atm during its initial dilatation. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. There was no difficulty advancing the guide wire and device to the target lesion. The shaft did not burst. It is unknown how many times the balloon was inflated and inserted into the patient. There were no kinks noted on the device prior to, during, or after use. No force was required when using the device. The device was removed easily and intact from the patient. The device was returned for analysis. One non sterile catheter powerflex pro 6mmx15cm 80cm was returned. The balloon was received deflated and appeared to have been inflated. No other anomalies were observed. A leak test could not be performed since a leakage was observed in the balloon due to a pinhole condition. Sem analysis showed scratch marks on the external surface that could be related to the balloon burst. The internal surface of balloon did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15704411 revealed no or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the pinhole burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 100%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Addendum (11-mar-2015): additional information was provided by the affiliate. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. There was no difficulty advancing the guide wire and device to the target lesion. The shaft did not burst. It is unknown how many times the balloon was inflated and inserted into the patient. There were no kinks noted on the device prior to, during, or after use. No force was required when using the device. The device was removed easily and intact from the patient. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.